Event description:
It was reported that an ocd alert was observed on the device. Patient had undergone a coronary artery bypass graft procedure in the past and the device had not been checked since the procedure. It is suspected that the ocd alert appears to be due to electrosurgery exposure. No egms for therapy or aborted therapies were recorded and hvli trends showed normal impedances through the life of the device. Lead was tested and all electrical measurements were normal. Device remains implanted.

Manufacturer narrative:
(B)(4).